Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the manufacturing documentation, review of field data, and a review of product labeling. This review did not find any abnormal complaint activity and no trends were identified. Return testing was not completed as returns were not available. In-house specificity testing was performed with a retained kit of architect total b-hcg lot 08042ui01 and all values were well within the package insert specifications. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. The overall performance of architect total ¿-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg assay, lot 08042ui01.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg results on one female patient. The results provided were: on (B)(6) 2020 initial total b-hcg=1385.49 miu/ml (>or =25.0 miu/ml=positive). On (B)(6) 2020 b-hcg=673.95 miu/ml. On (B)(6) 2020 b-hcg=467.84 miu/ml. On (B)(6) 2020 b-hcg=356.17 miu/ml. On (B)(6) 2020 b-hcg=259.17 miu/ml. On (B)(6) 2020 b-hcg=225.35 miu/ml. On (B)(6) 2020 b-hcg=175.09 miu/ml. On (B)(6) 2020 b-hcg=138.07 miu/ml. The gold standard test result=negative. There was no reported impact to patient management.